Manufacturer narrative:
UDI number: (B)(4).

Event description:
It was reported that a medical professional was having issue with her motion tablet. The tablet was taking a long time to boot and would often freeze when attempting to interrogate patient's devices. Review of manufacturing records confirmed all tests passed for the concerned tablet prior to distribution. The return of the suspected motion tablet is expected but it has not been received to date.

Event description:
The product was received by the manufacturer for analysis. An analysis was performed on the returned tablet and the reported allegation was not verified. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.